Manufacturer narrative:
Lot # was corrected from 15a4h to 15h42. Device manufacturer date was corrected from 02/03/2015 to 07/24/2015.

Manufacturer narrative:
The returned cable was evaluated. During inspection, the cable was found to have an open on the white conductor along the length of the cable. When tested with known good lab equipment a "sensor off patient" error message was displayed.

Event description:
The customer reported intermittent readings and no readings. No consequences or impact to patient were reported.